Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screw in her insulin pump will not rewind. The patient's blood glucose at the time of incident was 435 mg/dl, which she treated with manual insulin injections. The customer was attempted to rewind after a set change but the reservoir would not fit into the pump. The screen stated that the rewind was complete, but the piston was sticking out about a quarter of an inch. Troubleshooting was initiated for the prime and rewind issue. The customer was advised to make the piston go all the way forward, and then attempted a rewind. However, the piston would not go all the way back. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.